Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12° exhibited a burned and melted distal end. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Corrected field: d7. The customer's allegation was not confirmed. The electrode was used several times by the user; it is not possible to determine when the loop broken of the distal end was caused. Based on the results of the investigation, it is likely that the following led to the malfunction: the loop at the distal end of the electrode wears out during use and can break, burn or melt, or reserialization of single use device. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.